Event description:
During an elevate procedure, the self fixating tip went through the bowel and into the sacrospinous ligament on the patient's right side. A colorectal surgeon was called to repair the defect. Patient is in stable condition.